Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, difficulty standing and radiolucent lines around the tibial component.

Manufacturer narrative:
Review of the device history records identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. The components were reviewed for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component or articular surface. Per the persona knee system package insert pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.